Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. A medtronic representative, at the site, replaced the comm power cable (B)(4) 2013. Upon starting up the system, the error message was gone and the camera was no longer power cycling. Issue resolved. Medtronic investigation of returned suspect devices finds the fischer connector is damaged in an out-of-round condition that will not allow connection to the mating part. A continuity test revealed an open from pin 5 of the fischer connector to pin 2 of the db9 connector. The red wire within the fischer connector had been pulled from the pin. This electrical issue directly caused the event.

Event description:
A site representative, registered nurse, reported that upon turning on their navigation system, prior to a cranial procedure, the camera was beeping intermittently. In trouble-shooting, the system was re-booted and external psu cables were check for damage; the beeping continued for a short period then stopped. As they could see the geometry of the reference frame and there were no further issues, the system was determined to be functioning properly. There was no patient present.